Event description:
During a periodic maintenance inspection, the facility biomed observed that the device external hard paddles paddle plate came off the attachment. There was no patient use associated with the event.

Manufacturer narrative:
(B) (4): physio-control provided the reporter the external hard paddles paddle attachment part number information. Follow up with the customer confirmed that the biomed installed the attachment and confirmed proper device operation. The device has been placed back to service.